Event description:
It was reported that prior to a device replacement procedure due to normal elective replacement indicator (eri), noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, no anomaly was observed via diagnostic imaging nor visually during the device replacement. Abbott technical support was contacted, however, no intervention was performed. The patient was in stable condition and will continue to be monitored.